Event description:
The customer reported that the unit failed to power up in the correct mode.

Manufacturer narrative:
The customer reported that the unit failed to power up in the correct mode. The customer isolated the reported symptom to the bezel assembly. The customer replaced the bezel assembly. The unit was tested and placed back into service.